Event description:
It was reported that during internal carotid artery stenosis procedure, the operator attempted to implant a stent, however, an outer sheath could not be deployed. Attempt was made to retract and reinsert it, but the stent could not be deployed and was found to be wrinkled upon its withdrawal. It was replaced with the subject stent. However, the subject stent could not be deployed and during retrieval it deployed prematurely inside the catheter. There was 120 minutes surgical delay reported due to this event. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned with another stent and aspiration catheter device. The stent was found to be deployed and was not returned. The stent was not present inside the returned catheter. The proximal part of the stent stabilizer was found to be kinked/bent. The stent delivery catheter was found to be deformed. The stent delivery catheter was found to be kinked/bent in multiple areas. Functional inspection to test the reported event ¿stent failed/unable to deploy¿ was not performed as the stent was found to be deployed and not returned. The device was flushed to test the reported event ¿stent stabilizer/catheter friction¿. Due to damaged stent delivery catheter, there was significant friction noted between the stent stabilizer and the stent delivery catheter. The stent stabilizer could not be removed from the stent delivery catheter. Functional inspection to test the reported event ¿stent deployed prematurely during use¿ was not performed as it was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events 'stent deployed prematurely during use' and 'stent stabilizer/catheter friction' were both confirmed during analysis. The reported event 'stent failed/unable to deploy' could not be duplicated during functional analysis. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicate that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained and the tortuosity of the patient¿s anatomy was described as 'severely tortuosity'. This complaint relates to the second stent device used in the same procedure. It was reported that 'the stent was replaced with the subject stent and an attempt was made to deploy and implant the stent, but the same problem as with the previous stent occurred, furthermore, the subject stent was prematurely deployed inside of the subject catheter when it was retrieving. The catheter was replaced with a new one, and a coronary stent was placed to complete the procedure'. It was further reported that the rotating hemostatic valve (rhv) was tightened to prevent the inner body moving when being removed from the transport hoop and when inserting the stent system into the patient. However, it is also reported that the inner body was advanced independently of the outer body during advancement or repositioning of the device. This may have been a contributing factor for this complaint as the only time the inner body should be advanced independently of the outer body prior to stent deployment is when it is advanced to the proximal end of the stent prior to deployment. In the follow-up good faith effort (gfe) replies the user clarified that, prior to deployment of the stent, the inner body was not able to advance to the proximal part of the stent. It is recommended that the guide catheter have a minimum 90cm length and internal diameter (ID) of 0.064". In this instance a 9fr catheter was used with a length of 90cm and internal diameter (ID) of 0.093". The stent was not returned for analysis. It was reported to have been deployed inside the catheter device. The catheter device was also returned and inspected, and the stent was not present. The stent delivery catheter was deformed and was kinked/bent at multiple locations along its length. The proximal end of the stabilizer was kinked/bent. During functional testing, there was significant friction noted between the stent stabilizer and the delivery catheter. Damage to the stabilizer most likely occurred due to the difficulty experienced when attempting to deploy the stent. It is not clear why there was an initial issue deploying the stent, but some possible reasons include the severe tortuosity of the patient¿s anatomy, the damage present along the outer catheter and the contradictory statements made relating to advancement of the inner body. The reported events:¿ stent deployed prematurely during use', 'stent stabilizer/catheter friction' and 'stent failed/unable to deploy' and the analyzed events: ¿stent deployed prematurely during use¿, ¿stent stabilizer/catheter friction¿, ¿stent delivery catheter kinked/bent¿, ¿stent stabilizer kinked/bent¿, ¿stent delivery catheter deformed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during internal carotid artery stenosis procedure, the operator attempted to implant a stent, however, an outer sheath could not be deployed. Attempt was made to retract and reinsert it, but the stent could not be deployed and was found to be wrinkled upon its withdrawal. It was replaced with the subject stent. However, the subject stent could not be deployed and during retrieval it deployed prematurely inside the catheter. There was 120 minutes surgical delay reported due to this event. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.